Event description:
IV pump exceeded ordered infusion of heparin. Rate and amount entered correctly on pump with infusion running in faster and at greater volume. 500 u bag infused in 4 hours. Pump set at 19cc and volume to be infused 423 but bag empty. Pt short of breath. Bio-medical technician checked pump. Reports that pump infusing 20% more than setting. Pt discharged back to nursing home on 4/22/99.